Event description:
It was reported facility found safestep huber needle with cracking tubing on the proximal end where the IV connector connectors to the male luer 3 or 4 days after placement. It was stated the needle was placed by trained heme/onc nurses. Patient experienced trauma of needing to be reaccessed right away with no emla, but no other harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of cracking infusion set extension tubes was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Abundant usage residue was observed throughout the sample. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed granular fracture surfaces. Beach marks were observed throughout the fracture surfaces. Material buckling and discoloration was observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. It appeared that an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as 'cause unknown¿ at this time. A lot history review (lhr) of asdwf099 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of cracking infusion set extension tubes was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Abundant usage residue was observed throughout the sample. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed granular fracture surfaces. Beach marks were observed throughout the fracture surfaces. Material buckling and discoloration was observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. It appeared that an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as 'cause unknown¿ at this time. A lot history review (lhr) of asdwf099 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported facility found safestep huber needle with cracking tubing on the proximal end where the IV connector connectors to the male luer 3 or 4 days after placement. It was stated the needle was placed by trained heme/onc nurses. Patient experienced trauma of needing to be reaccessed right away with no emla, but no other harm reported.